Event description:
A pt had a cardiac/respiratory arrest during rinse back, when the treatment was ending. She was successfully resuscitated and transferred to the ICU. Later it was determined that the cardiac/respiratory arrest was secondary to a pulmonary embolism. The pt's condition continued to deteriorate and she expired several hours later. The clinical staff reported that when the machine stopped the hospital personnel "performed manual techniques which were not satisfactory and causing pt injury." The head of the hemodialysis unit stated he does not believe the monitor had a direct relationship to, or a causal relationship with, the cardiac arrest. The cartridge blood set, bicart were discarded. The phoenix machine was inspected and found within manufacturer's specifications.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded and, therefore, was not available for investigation. Gambro identified the lot numbers of the last 2 shipments of blood tubing sets sent to this customer (B)(6). Functional, dimensional and leak tests and visual inspection were performed on 30 samples from those lots. There were no failures or defects found in any of the samples tested.